Manufacturer narrative:
Correction: f26 was removed.

Event description:
According to additional available information: the inability to inflate the pump first started in (B)(6) 2024 and the solution was a pump and cylinder replacement in (B)(6) 2024. The patient had no symptoms related to the complaint.

Event description:
According to the available information, the device is no longer functioning and the reservoir is not visible on a pelvic x-ray suggesting it is empty. The device is still implanted at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.